Manufacturer narrative:
H6: type of investigation: code b15 - an analysis of relevant data was performed in view of supporting the identification of possible causes of the event. The device evaluation determined the following: the reported failure mode of device migration and resulting type iii endoleak could not be independently confirmed. No clinical images, nor the physical device were available to allow for evaluation of the reported failure modes. However, based on the reported information the initial device overlap may have been too short (reportedly, there was about 1.5 cm device overlap 1 month after the initial procedure). The root cause of the migration and resulting component separation between the contralateral leg and the iliac branch component (ibc) and type iii endoleak cannot be established with the available information but reported insufficient overlap may have contributed to the failure. The IFU was reviewed with respect to the reported failure mode. The gore® excluder® iliac branch endoprosthesis instructions for use provides instructions for the contralateral leg component as a bridge to the iliac branch component device: align the radiopaque marker of the proximal end of the contralateral leg endoprosthesis with the long radiopaque marker on the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, an approximate 3 cm overlap will be achieved. Visually verify that the distal contralateral leg radiopaque marker is aligned with the proximal edge of the long and short radiopaque markers of the iliac branch component (ibc). Alignment of these markers will achieve an approximate 3 cm overlap.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ceb231410a/ serial #(B)(6) / UDI #(B)(4). Catalog #ceb231410a/ serial #(B)(6) / UDI #(B)(4). H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks or endoprosthesis or delivery system: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The procedure was completed without any issues. On (B)(6) 2023, a CT image revealed a migration, approximately 3.5cm, of the distal end of the contralateral leg, which was implanted on the right side, and also confirmed a type iii endoleak at the junction with the iliac branch component. It is unclear which of the two iliac branch components the endoleak occurred in. On (B)(6) 2023, two additional stent grafts were implanted as a treatment. The patient tolerated the procedure. The physician mentioned that the junction was completely dislodged during the additional procedure (CT imaging on (B)(6) 2023). According to the CT imaging a month after the initial procedure, the overlap between the contralateral leg and the iliac branch component was about 1.5cm. It was expected that the overlap length was originally too short. The patient had an angulated proximal neck. There were some thrombus within the aaa and bilateral iliac arteries. There was no calcification. There was aaa enlargement of more than 5mm from the time before the index procedure to the reintervention. It is unknown what caused the issue.